Manufacturer narrative:
A review of lot file a751 was performed. There were no non-conformances or alarms associated with this lot. Testing shows the following alarm: blood leak at start of prime, checked bowl and plate no leak, restarted prime. This lot met all release requirements. A review of complaints received for lot # a751 was performed. There was one other complaint reported for tubing leaks at the hct sensor for this lot at the time of the investigation. No trends were detected. Service order # (B)(4) feedback: hematocrit sensor removed, cleaned and tested. Checkout performed, ok. Device operates in specifications. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. No product was returned by the customer for investigation. Therefore, the root cause of the leak cannot be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp# (B)(4).

Event description:
Customer reported a tubing leak at the hematocrit sensor complainant: same as reporter. Customer reported a hct sensor leak during treatment. Leak from hct sensor occurred during collect 2nd cycle. Customer aborted the treatment. Pt not affected. Service order # (B)(6) was dispatched for inspection of the instrument. Customer did not return product for investigation.